Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation. Failure analysis is in progress. A follow-up MDR will be submitted upon completion of the failure analysis investigation and/or if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm medium-large clip applier instrument would not open all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.